Event description:
The manufacturer received the following information through patient tracking department. A carboseal valsalva ascending aortic prosthesis cp-025 which was implanted on (B)(6) 2019, was explanted on (B)(6) 2022. No information has been received from the site about any allegation of device malfunction nor of serious patient injury.